Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Event description:
It was reported, that there was a cassette alarm. No patient involvement.

Manufacturer narrative:
Corrected: d3 - mfg establishment name, manufacturing plant address 1, city and zip code corrected, health effect - impact code, there was no patient involvement. One device was returned for analysis. After assessment, the device was deemed beyond economical repair (ber).